Event description:
The customer stated that the "needle was injected in her skin" along with the cannula - it didn't retracted after firing. Despite this, she continued wearing the pod for 2 1/2 hours. During this time, she experienced discomfort at the insertion site as well as high bg's (300-320mg/dl). The pod will be returned for eval.

Manufacturer narrative:
The product was not returned so no eval is possible. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement'. The user noted the fault condition immediately after applying the pod, but continued to use the device. If labeling instructions were properly followed, the user would have immediately removed the pod and applied a new one. The user guide also instructs users to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.